Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, that the needle and holder separated during blood collection. Two hubs affected. No patient impact or injury reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) h.6 investigation summary: material #: 368835 lot/batch #: 3296785 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub-holder separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd determined that the root cause of the indicated failure mode was attributed to a specific cavity in one of the mold tools. This cavity has been blocked and will be repaired during the next preventative maintenance of the tool. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.